Event description:
An aus device was implanted on 3/25/93. The balloon was revised on 4/18/94. The cuff and balloon were revised on 11/21/94. A tandem cuff was implanted on 4/4/97 due to recurring incontinence.